Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that a customer received a no deliver alarm on his insulin pump. The customer was abruptly got disconnected on the phone before any further information was retrieved.